Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Unique identifier is unknown. No information has been provided to date. Manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on lower left front corner of top case. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear of multiple components. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventive maintenance and all functional testing.

Event description:
It was reported that the motor drive failed during pressure test. No patient injury was reported.